Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error: per tandem¿s user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. During a systems check with tandem technical support (cts) it was discovered that the customer was using cold insulin, was using supplies beyond labeling, and was reusing insulin. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies and resumed insulin delivery.